Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported. A 3500a was received and reports that after two separate firing episodes and dft testing, the lead was replaced. The old lead was partially removed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary distal conductor fractured; partial lead returned in segments. Other: the lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported. A 3500a was received and reports that after two separate firing episodes and dft testing, the lead was replaced. The old lead was partially removed. Electrical tests performed; actual device involved in incident was evaluated. Mechanical tests performed; visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), shock from high threshold.